Manufacturer narrative:
The investigation of aic - purge disc/flag issues has been completed. The purge disc retainer was found to be broken (retainer broken off). The root cause of the issue was a broken purge disk retainer. E.2 revised as an incorrect selection was made on the initial manufacturer device report number 1220648-2024-13629. H.6 code 4629 was added as it was inadvertently omitted on initial manufacturer device report number 1220648-2024-13629.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) purge insertion point is broken. Aic was exchanged. There was no patient involvement.